Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, lens was explanted in secondary procedure due to refractive error, headache, tremor. Patients symptoms resolved after lens exchange. Additional information was requested. Pre-op measurements: bcva (include date): 26-jun-2024 -8.25 / -0.5 / 31 degree /1.0 mrx (include date): -6.50 /-0.25 / 2 / 1.0 on 26-apr-2024 previous contact lens use within the last year: no. Post-op measurements: ucva (include date): 1.0 bcva (include date): 1.2 mrx (include date): +0.75 / -0.50 / 61 degree on 22-nov-2024.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).